Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure, the patient experienced coronary sinus dissection. The guidewire became stuck into the left ventricular (lv) lead during the implant attempt. When the physician tried to remove the guidewire, it unwound; became damaged and finally broke resulting in the dissection. A snare was used to remove the guidewire, but a guidewire part and was left in the coronary sinus. The lv lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, it was reported that the patient became deceased within four weeks of the procedure. The cause of death was reported as worsening heart failure.